Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Unit failed test step 216, re-ran that test and it passed. The device powered on and operated, as it should. No repairs were made to the unit as per customer requested. It was noted that the device was not needed for inventory and the unit will be scrapped. The sections "device serviced by 3rd party" and "date returned" in box d has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Unit failed test step 216, re-ran that test and it passed. The device powered on and operated, as it should. No repairs were made to the unit as per customer requested. It was noted that the device was not needed for inventory and the unit will be scrapped.